Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide vessel closure device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with two proglide devices (one at each access site) after a lower limb angioplasty interventional procedure using a 6f sheath in the rcfa and a 7f sheath in the lcfa. Reportedly, there was difficulty to withdraw the devices after lowering lever (step 4) on both devices. Using careful maneuvering the devices were able to be removed and upon removal it was observed that the foot was not closed completely. Manual compression was applied to achieve hemostasis at both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to close foot and difficult to remove vessel. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.